Event description:
Note: this MFR. Report pertains to the fourth of four devices that were used during the same procedure. Refer to associated MFR. Report # 300509980320081577, 300509980320081461, and 300509980320081466 for a description of the other devices. It was reported to boston scientific corporation in late 2005 that an injection gold probe bipolar catheter was used during and esophagogastroduodenoscopy (egd) procedure the same day. (Patient gender, age and wight unknown) according to the complaint, the device would not cauterize. The case was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The device history record was reviewed and found to meet all requirements. The lot has not been involved in previous complaints. The lot met all specifications relevant to the complaint upon release. Destroyed by customer.